Manufacturer narrative:
Additional information: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, including clear passage and pressure testing, a leak was observed between the ultrasonic soldering of the y-site housing and housing inlet of y-site. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked during patient infusion. The leak was observed from the first injection port below the roller clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.